Event description:
It was reported to baxter (B)(4) that an infusor lv 10 device was found to be leaking from its reservoir. Therefore, the sterile fluid pathway was breached. This condition was discovered during priming. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
The facility reported an infusion pump with a malfunction of no display, which occurred within the intensive care unit (ICU). The event was reported to have occurred during patient therapy, where therapy was stopped. It is unknown if there was patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B)(4). Additional information: upon service clarification of the repair-primary, the device evaluation summary: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of no display, and determined the root cause to be a damaged user interface module printed circuit board. The user interface module printed circuit board was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.